Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had insulin pump error alarm. The blood glucose was 164 mg/dl. The customer stated that insulin pump had failed battery test alarm. Auto mode readiness screen shows active insulin updating. Customer mentioned that there was blood at the sensor site. The customer stated that the contact on the battery compartment was not damaged and spring was also not damaged. The device will not be returned for the analysis.